Event description:
It was reported that a stent delivery system (sds) balloon had a hole and the stent became damaged. Vascular access was via the femoral artery. The 90% stenosed de novo target lesion was located in a mildly tortuous, mildly calcified, left anterior descending artery. Following predilatation, the 2.75 x 32mm promus element plus stent was introduced but could not be deployed. An attempt was made to put pressure on the balloon, but there was no reaction. Contrast media came out of the stent. After the stent was removed it was noted that there were deformed struts. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
A visual examination of the returned device confirmed proximal stent damage. The most proximal stent strut row was misaligned which may be attributable to the proximal stent section encountering resistance. A visual examination confirmed a bi-component break at approximately 7.4cm from the catheter tip. Solidified blood was present within the inflation lumen also. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent delivery system (sds) balloon had a hole and the stent became damaged. Vascular access was via the femoral artery. The 90% stenosed de novo target lesion was located in a mildly tortuous, mildly calcified, left anterior descending artery. Following predilatation the 2.75 x 32mm promus element plus stent was introduced but could not be deployed. An attempt was made to put pressure on the balloon, but there was no reaction. Contrast media came out of the stent. After the stent was removed it was noted that there were deformed struts. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.